Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back to back blood glucose tests, within 10 minutes, using different finger sticks. Her results were 18 and 226 mg/dl. The rptr did not have any symptoms. She stated that she has lupus and developed diabetes from taking steroids for the lupus. She is a brittle diabetic, and tests about 10x/day. A control solution test had result in range, 115 (93-140.)